Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during the use of a bd vacutainer® sst¿ blood collection tube, the patient had erroneous test results. The following information was provided from the customer: ¿it was reported by the customer, that a patient (B)(6) experienced an erroneous result of high calcium of 11.0 mg/dl during testing.¿

Event description:
It was reported that during the use of a bd vacutainer® sst¿ blood collection tube, the patient had erroneous test results. The following information was provided from the customer:¿it was reported by the customer, that a patient (B)(6) experienced an erroneous result of high calcium of 11.0 mg/dl during testing.¿

Manufacturer narrative:
Correction: the initial report indicated that the lot number for this incident was unknown. However, three potential lot numbers were provided for this incident. The information for each lot number is as follows: d.4. Medical device lot #: 8334514, d.4. Medical device expiration date: 11/30/2019 and h.4. Device manufacture date: 11/30/2018. D.4. Medical device lot #: 8166531, d.4. Medical device expiration date: 6/30/2019 and h.4. Device manufacture date: 6/15/2018. D.4. Medical device lot #: 8248995, d.4. Medical device expiration date: 8/31/2019 and h.4. Device manufacture date: 9/5/2018. Device evaluation: investigation summary: bd had not received samples or photos from the customer facility for investigation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing. The retain samples had the following analytes performed in triplicate (potassium, calcium, co2) and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lots 8334514, 8166531 and 8248995 and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for erroneous results with the incident lot 8334514, 8166531 and 8248995 was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.